Event description:
While onsite to perform an fco update on the device, a philips field service engineer discovered that multiple buttons on the display were not functioning properly. There was no reported patient involvement.